Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The device was reprogrammed. On (B)(6) 2015 the lead was capped and replaced. No patient symptoms were reported.

Event description:
New information indicated that the procedure went well and the patient was discharged the following day with no complications.